Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the receiver/stimulator. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) to treat the are of thin skin. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025.